Event description:
Boston scientific crm received information that two days post implant, this right ventricular lead micro-dislodged. High thresholds with loss of capture were observed. There were no adverse patient effects since the patient was not pacemaker dependent. A new lead was successfully implanted.

Manufacturer narrative:
The explanted lead has not been returned. If additional information becomes available, this report will be updated.